Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
A customer's parent reported via phone call indicating that the customer was hospitalized on (B)(6) 2015 with a high blood glucose level of 500 mg/dl. The caller did not mention any form of treatment for their blood glucose levels. The customer was in the intensive care unit due to a bent cannula. The customer's parent mentioned that the insulin pump may have been exposed to moisture when the customer was on a boat, but no moisture was visible on the device. The customer did not have any alarms in the alarm history of the insulin pump. The customer was sent tubing clamps to finish troubleshooting at a later time. The customer was informed that the insulin pump may not be detecting an occlusion. The customer did not return the product back for analysis.